Event description:
It was reported that in approximately 3.5 years post op, x-rays showed that the device was "fractured." It is reported that fusion had not occurred. A revision surgery was performed approximately 3 years 8 months post op.